Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited elevated threshold measurements and intermittent loss of capture. Reprogramming was performed to ensure an appropriate safety margin. No additional adverse patient effects were reported.